Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after assistance with filling tubing and applying a 23-inch, 6 mm infusion inset, after which insulin delivery was resumed; the event was described as cause unclear, with no device alerts or alarms reported, and troubleshooting and education were completed. Symptoms included high blood glucose, with a peak of 206 mg/dl for approximately 30 minutes, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included user counseling and troubleshooting related to infusion set application and resumption of insulin. Investigation of this case revealed no confirmed device malfunction and no component failure, and the event was associated with recent food intake and low available insulin prior to resuming delivery. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.